Event description:
(B)(6) registry. It was reported that stable angina pectoris and restenosis occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The first target lesion was located in the proximal right coronary artery (rca) with 99% stenosis and was 28mm long with a reference vessel diameter of 3.5mm. The first target lesion was treated with pre-dilatation and placement of a 3.50mmx32mm promus premier stent. Following post dilatation, residual stenosis was 10%. The second target lesion was located in the mid rca extending to the distal rca with 90% stenosis and was 34 mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 3.00mmx38mm promus premier stent. Following post dilatation, residual stenosis was 10%. Fifteen days later, the subject was discharged on clopidogrel and aspirin. In (B)(6) 2020, the subject presented with symptoms related to angina and was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with stable angina pectoris. Three days later, the subject was referred for coronary angiography which revealed 60% stenosis in the mid rca. The restenosis was treated with percutaneous coronary intervention resulting in residual stenosis of 10%. Two days later, the event was considered recovered or resolved and subject was discharged. Medical history: previous-smoker with a medical history of type 2-diabetes mellitus (current method of treatment-oral agent), hypertension requiring medication, myocardial infarction (most recent (B)(6) 2019) and multivessel disease (3 vessels, specify vessel-left main and proximal left anterior descending).